Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was displaying three dashes. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 (at 11pm). According to the csr¿s documentation, the patient does not manage his diabetes with oral medication or insulin, in response to the alleged meter issue the patient reportedly continued with his usual diabetes management routine, and approximately 30 minute after the alleged issue occurred the patient reportedly developed symptoms of heavy sweating, nausea, dizziness, and confusion. The patient, however, denied receiving any treatment after the alleged meter issue began. The csr verified the patient was using the subject meter for the first time and the alleged issue was resolved with training. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.